Event description:
Allergan aesthetics received a report of a patient treated with cool sculpting treatment and the patient was presented with paradoxical hyperplasia (ph). Patient has already had liposuction to correct the issue.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the cool sculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any cool sculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation still pending response from treatment provider.

Event description:
A treatment provider reported that a patient developed paradoxical hyperplasia post coolsculpting and has already had liposuction to correct the issue.